Manufacturer narrative:
Device evaluation: visual inspection revealed all three returned screws have disassembled. Potential cause: root cause was unable to be determined. This event could possibly be attributed to cross-threading the closure top during insertion, causing binding with the tulip head, requiring higher than expected forces to get the closure top removed and causing damage to the related screws. DHR review : per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use: this device is used for treatment.

Event description:
It was reported that during surgery, a closure top cross-threaded into its mating screw and could not be advanced or removed. Additionally, three screws disassembled. The screws were all removed and replaced, and the closure top was eventually removed and replaced after a delay to the procedure. The patient's bone was not damaged and the procedure was successfully completed. This is report two of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00257 through 3012447612-2021-00260.

Event description:
It was reported that during surgery, a closure top cross-threaded into its mating screw and could not be advanced or removed. Additionally, three screws disassembled. The screws were all removed and replaced, and the closure top was eventually removed and replaced after a delay to the procedure. The patient's bone was not damaged and the procedure was successfully completed. This is report two of four for this event.